Manufacturer narrative:
Additional information has been received that was not included in the initial report. The information previously provided in section h6 (health effect, clinical code ¿1912¿ & health effect, impact code ¿4607¿) has been replaced in this report with the following: h6 (health effect, clinical code ¿1912¿ & health effect, impact code ¿4613¿), h6 (health effect, clinical code ¿1912¿ & health effect, impact code ¿4614¿). Additional information has been received which was not included in the initial report. The information has been provided in section b2 and b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer reported hypoglycemia treated by intaking carbs and went to emergency room for the treatment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported blood glucose value was unknown at the time of event. The customer was hospitalized for the treatment. The event involved product(s) mmt-105elpkna. Troubleshooting was unable to perform due to customer declined it. No further patient complications were reported. No product return is required for mmt-105elpkna.